Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s father reported via phone call that customer experienced high blood glucose of 518 mg/dl and insulin pump alarmed for insulin flow blocked alarm. Customer performed troubleshooting for insulin flow blocked alarm and have tried all the remedies. Customer declined to perform troubleshooting for high blood glucose. Customer was advised to revert to backup plan. Insulin pump will not be returned for analysis.